Manufacturer narrative:
The remote service engineer (rse) performed a remote evaluation of the device and determined that the reported issue was due to malfunction of therapy capacitor. The ui pca was shipped and consumed, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was confirmed and was resolved by replacing ui pca.

Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the button was not functioning. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.